Event description:
Analysis found that the serial cable was unable to establish communication. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with three broken wire connections on the axim connector plug. Once the wires were soldered back onto the dell axim connector plug, the serial cable was able to establish communication between the handheld and wand.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the nurse practitioner's handheld was experiencing communication problems with one of the programming systems in the office. A company representative performed troubleshooting on the system by swapping out different aspects of the system and narrowed the problem down to the handheld serial cable. The serial cable was returned to device manufacturer on (B)(4) 2013 for analysis. Analysis is underway; however, has not yet been completed to date.